Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning the ilet pump on and initially contacted support without the pump present, then later reported the pump powered on and was fully charged after being on the charger, with no further concerns and no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included remote troubleshooting guidance and education once the patient had access to the device. Investigation of this case revealed that the device subsequently functioned as expected after charging, consistent with user-reported resolution and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational difficulty.